Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: x-ray review. X-ray review: intra-operative films are shown for l3-5 fusion. Unable to count levels on provided images. One inter-body graft is present and the radio-opaque marker appears to have been fractured. The cage also does not look completely rotated. By report the insert tool was not engaged with the graft properly. Root cause: surgical technique. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 9392510 , 510k# k094025 and UDI# (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar degenerative scoliosis underwent transforaminal lumbar interbody fusion at l3-5. The procedure was approached due to degenerative scoliosis at l3/4 from convex side because the inter vertebral space on the concave side was narrow. The surgeon jacked up with a rotate-distractor as far as possible on the opposite side (concave side) and fixed a rod. After dissecting inter-vertebral disc tissues, implant was inserted and rotated. During the rotation, a tip of inserter was not engaged in the dent of the cage and the cage marker part was deformed and broken. Broken part was difficult to remove so it was not retrieved. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No patient complications were reported.